Manufacturer narrative:
Device expiration date: n/a. The customer's address is unknown:  (B)(6), USA has been used as a default.  Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a needle break occurred during use with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "I am composing this message to inform you, the makers of bd ultra-fine pen needles, that unfortunately I had a negative incident with this product (lot # 4335327). On the morning of (B)(6), as I was conducting my daily routine of insulin (basaglar), the needle went into the skin of my belly, but did not come out. I have been a type-2 diabetic for over 10 years now, and I am extremely familiar with how to inject myself with the prescribed dosage, but on this morning it was quite different. During the process, I had inserted the needle into the fatty part of the upper layer of skin on my stomach. To be more precise, the area listed as "4" in the stomach area on the diagram on the box. The needle went into my skin the same as it has every other countless time I have done this, only this time- it did not come out. The needle stuck in my skin. Despite my pulling on it, considerably harder than normal, the needle still did not come out of my skin. At that point, I tried to slowly twist, or roll the needle to possibly break it loose from where it was stuck, but unfortunately, this made it much worse as the needle broke off at the base of the plastic completely disappearing under my skin. After a discussion with my primary care dr., I was advised to go to the emergency room. There, through x rays, they were able to locate the broken needle but could not remove it with the tools at the facility. I was directed to meet with a surgeon. After discussion with the recommended surgeon, the decision was made to have this needle removed through a surgical procedure. That procedure is to take place tomorrow ((B)(6) 2019). If you would like to discuss this incident at greater lengths, I fear that there was a defect that may need to be recalled with this particular lot. I do understand that these are older needles. I have inherited many boxes of them from my father, who was also type 2 diabetic, when he passed away. Thank you for your time." Per us com update in snow on (B)(6) 2019 from phone call on (B)(6) 2019 09:46:03: followed up with the consumer. Consumer stated he had a procedure of removing the needle on (B)(6) 2019. He will follow up with the doctor tomorrow (B)(6) 2019. He has been a user of this needle for 15-16 years. Sample expired. He uses the bd nano 4mm 32 g. Assisted him with an expiration date inquiry. Occurence- 1. Consumer visually tests the needle to see if it is straight. Rotates the injection site. Offered to send the voucher, and advised to save the sample if re occurs."